Event description:
Three nurse aides were assisting an obese male resident to transfer out of bed via a bariatric hoyer lift which was rented from american medical equipment. A plastic piece which held the hydraulic apparatus which controlled the lift's legs broke, the lift fell on its side on top of rr which hurt her right shoulder, hit her in the head and knocked her to the ground.